Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was restarted to resolve the issue. No repair information provided.

Event description:
The hospital reported the unit shutdown unexpectedly during a case. There was no report of patient involvement.